Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that sometimes they feel the vibration comes back and stayed on for a long time. Patient mentioned they have decreased the stimulation 3 times as advised by their healthcare provider. Patient mentioned they think this was could be caused by something at work. Patient was redirected to their healthcare provider to further address the issue. Agent sent patient a therapy guide so patient take a look at possible emf interactions with the ins at work.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.